Manufacturer narrative:
The referenced faradrive steerable sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Pump was used for irrigation of the sheath. It has been mentioned that air was drawn in when aspiration was performed after inserting the farawave catheter into the faradrive sheath. Air was observed in the side port of the sheath and while checking for backflow with a syringe. Air was noticed before flushing. The faradrive sheath was replaced, and the procedure was completed successfully with another faradrive sheath. No air seen in the patient. No patient complications have been reported. The sheath was received for analysis.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Pump was used for irrigation of the sheath. It has been mentioned that air was drawn in when aspiration was performed after inserting the farawave catheter into the faradrive sheath. Air was observed in the side port of the sheath and while checking for backflow with a syringe. Air was noticed before flushing. The faradrive sheath was replaced, and the procedure was completed successfully with another faradrive sheath. No air seen in the patient. No patient complications have been reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.